Event description:
The patient also noted that they "had surgery again" the tuesday prior to (B)(6) 2014.

Manufacturer narrative:
Final device analysis of the stimulator revealed no significant anomalies. The battery had reduced capacity due to overdischarge. The device passed all functional testing. There was no information in the file to indicate that the complaint of a ¿burning sensation¿ was heat related; therefore, no additional testing was performed.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that in (B)(6) of 2013 the implantable neurostimulator (ins) "came out of the pocket" and the patient was in "terrible pain" until he changed surgeons and "they" replaced the ins (B)(6) 2014.

Event description:
It was reported that the patient had their device replaced due to shocking/jolting sensations at the battery pocket. The patient also experienced a burning sensation and pain. The patient had less than 50% therapy relief. It was unknown if any troubleshooting had occurred prior to replacement. The battery was discharged at the time of replacement, so impedances or programming was not obtained. It was further reported that the patient was doing well in recovery post-surgery. The patient will be sent at the end (B)(6) 2014. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.